Event description:
The consumer reported a false negative result with the binaxnow covid-19 ag self test performed on (B)(6)2025 on a nasal sample. Confirmation testing was not performed. The consumer contacted their doctor and was prescribed medication (unknown type). The consumer stated they were experiencing flu-like symptoms, fever, and fatigue. The consumer confirmed there was no harm due to the test results. Additionally, the consumer confirmed there was no delay or impact to their treatment.

Manufacturer narrative:
The investigation remains in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
Additional information: g4 - PMA/510(k) #. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 0000907997 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot: 0000907997, test base part number 195-430wjr/ lot: 907997. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 0000907997 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however, it could have possibly been related to the specific patient sample.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 ag self test performed on (B)(6) 2025 on a nasal sample. Confirmation testing was not performed. The consumer contacted their doctor and was prescribed medication (unknown type). The consumer stated they were experiencing flu-like symptoms, fever, and fatigue. The consumer confirmed there was no harm due to the test results. Additionally, the consumer confirmed there was no delay or impact to their treatment.